Event description:
The customer reported being hospitalized for high blood glucose of 452 mg/dl. The customer stated that she was feeling nauseous and had slight ketones prior to her admission. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.